Event description:
It was found that the center tray was cracked with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer was sent a replacement device and this device has been repaired.